Event description:
It was reported that a malfunction alarm with code 9 occurred, but no notable events were identified prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and was instructed to continue using the pump while monitoring for any recurrence of the malfunction code.